Manufacturer narrative:
The bactiseal catheter was not returned for evaluation (per customer - "the product will not be returned to your site.") And lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. A possible root cause for an allergic reaction, could be due to improper material choice by the customer.

Event description:
A physician reported obstruction of the bactiseal catheter connected to a hakim valve (mfg report number 3013886523-2020-00171) the catheter was implanted via cyst-peritoneal shunt on unknown date with unknown setting. Obstruction was reportedly observed about 2 months after implantation. The patient was taken back to the operating room for a shunt revision with a new valve placement on an unknown date. It was reported a ¿scabbard thing was observed along with the bactiseal catheter, so the physician commented that it seemed an allergic reaction.¿ the symptoms subsided after the valve was replaced.